Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, subluxed iol was removed. Upon lens insertion delicate iris tissue damaged by lens haptic with subsequent bled. Patient became agitated during attempt to position anterior iol. Decision made not to proceed due to delicacy of iris tissues. Lens haptics cut and iol removed in 3 pieces. Miostat used to reduce pupil. Enlarged would closed using 10-0 nylon sutures.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens was not returned for evaluation. Information was provided that during a lens exchange to replace a subluxed iol, in a patient with a history of pseudoexfoliation syndrome (pfx) and miosis, the patient's delicate iris tissue was damaged by the lens haptic. Additional information was provided the patient became agitated during the attempt to position the iol and a decision was made not to proceed due to delicacy of iris tissues. The lens was removed. No further information was provided. There are no other complaints in this lot. The manufacturer internal reference number is:(B)(4).